Event description:
I had a breast augmentation done in (B)(6) 2007, the dr pushed me to get silicone over saline. Two weeks post op at my f/u appt, the nurse advised me she had changed my birthdate because I was only 21 and silicone required you to be 22. Around 7 years later, I started having a lot of pain in my breasts, and tingling in my hands and arms, hair loss on head, hair growth on face and arms, shortness of breath, miscarriages that required fertility treatment, irregular periods, joint and muscle pain, and much more. All diagnostic tests are negative, no reason except these implants. I requested a copy of my medical records, there's only 3 pages, all the rest are missing. On the device register page my birthdate is listed incorrectly. On my surgery report it states I have 40 gram mentor implants, but on my ID it says 500cc inamed implants. I wasn't told you need mris every two years. The dr told me my implants would last my lifetime. I was also told it wouldn't interfere with breastfeeding. This dr lied to me and now my life is "missing" coincidentally. FDA safety report ID# (B)(4).